Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the unicel dxc 600i synchron access clinical system. To resolve the issue, the customer replaced the measure and reference sodium electrodes (part number 668295). A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their dxc 600i clinical chemistry analyzer system. The exact number of erroneous results is unknown as patient data was not available. The erroneous patient results were not reported outside of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.